Manufacturer narrative:
During maintenance, it was found that the turn table was loose and it was repaired. There was no indication of a general product problem.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low crpl3 c-reactive protein gen.3 result for one patient sample. The initial result was 0.8 mg/l and the repeat results were 114.7 mg/l and 112.4 mg/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 29360201 with an expiration date of 31-mar-2019.